Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 100mg/dl. Troubleshooting was declined to determine a possible cause of the current occlusion. Reportedly, the customer had been using the current cartridge for the past 5 days. Tandem technical support informed the customer this was off label and cartridges should be changed every 72 hours. The customer declined to change their cartridge. The customer reported the pump would continue to be used for insulin therapy.